Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. (B)(6), female. Product problem, hospitalization. Event date (B)(6) 2017. It was reported following an initial knee arthroplasty, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported. The patient's bone quality is fair. Vanguard sskpsc tibial bearing s 12x63/67, jwh, catalog number-183822, lot number- 936900, expiration date- aug 31, 2014, implant (B)(6) 2011. Explant (B)(6) 2017. (B)(6) (B)(4). Rec'd by MFR: jul 12, 2017. K042757. Concomitant products: biomet splined knee stem 14x80, catalog # 141614, lot # 555860; vanguard distal femoral augment 60x5 rl/lm, catalog # 184102, lot # 220050; vanguard ssk psc interlok femoral 60 lt, catalog # 183322, lot # 907980; vanguard distal femoral augment 60x5 ll/rm catalog # 184122, lot # 816540; biomet splined knee stem 80x12mm, catalog # 141612, lot # 167940; biomet offset tibial tray 67mm, catalog # 141482, lot # 758790; biomet offset tibial tray adaptor 5mm, catalog # 141491, lot # 693900; biomet series a patella w/wr thn 28 1 peg, catalog # 184722, lot # 703820. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06296, 0001825034-2017-06297, 0001825034-2017-06298, 0001825034-2017-06299.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected for return currently, a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date, subsequently, the patient undewent a revision for unknown reason. Attempts for additional information are in progress, however no further information is available at this time.